Event description:
It was observed that during the device evaluation, the subject device exhibited a foreign body in the air/water cylinder and foreign material in the air/water channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed a clogged jet-channel, a foreign material in the air water channel and in the air water cylinder, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device. The device was returned to olympus for inspection.